Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation surgery with 250cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral asymmetry, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2023. During the explant procedure, it was discovered that both patient¿s prostheses were ruptured. There were no surgical delays or patient consequences reported due to the ruptures discovered during the revision surgery. This report is for the right implant. Refer to manufacturing report number 1645337-2023-03486 for the contralateral event.

Manufacturer narrative:
Mentor received a photo of the device for analysis. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 29, 2023, mentor received the device for analysis. On april 05, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4)